Event description:
It was reported that the collimator remained closed, after boot up of the system. It was also reported that the slot collimator rotation is inoperative. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reloaded cal files and repaired a broken wire. The problems identified have been resolved and system performs as intended.